Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# 0212984066 serial# implanted: 2017-(B)(6) explanted: 2017-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. The event date was updated to 2017-aug-31, however, this is discrepant with the report of the observation of a large meningocele during a post-op review on 2017-(B)(6). The etiology was updated, indicating the event was related to the entire catheter; the lot number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the event resolved without sequela on (B)(6) 2017. It was reported that the device disposition was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site and product surveillance registry (psr) indicated on (B)(6) 2017 catheter myelogram was abandoned due to csf collection in the anterior abdominal pump pocket. The wound was opened under local anesthetic. Csf collection and a catheter disconnection (sutureless connector disconnected from the pump nozzle) were observed. There was no leakage in the lumbar area; full catheter continuity was seen on myelogram. The "distal 10 cm of pump catheter" was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the catheter myelogram was performed on 2017 (B)(6). The device diagnosis was updated to catheter disconnection at pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The intervention was reported as "explanted/not replaced," however, the action was specified as "replacement of catheter." The action date was (B)(6)2017. Additionally, another intervention was reported, with the action specif ied as "replacementof catheter," with an action date of (B)(6)2018.

Manufacturer narrative:
Information was previously reported under manufacturer report #3004209178-2016-20485 but additional information received indicated the event occurred with the pump in this event. Product ID 8781, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type catheter, product ID 8781 lot# 0206843484 serial# implanted: 2013-07-07 explanted: 2017-08-31 product type catheter. The main component of the system. Other relevant devices are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 8781, serial/lot #: (B)(4), ubd: 2015-01-29, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A post-op review was performed on (B)(6) 2017. The patient showed development of a fairly large meningocele (larger than the pre-op hygroma). The patient was to be reviewed in ongoing clinic appointments on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. A decision was made to return the patient to theatre to reduce swelling, excise the mass, stem the leak, and replace the catheter. The procedure would be performed on (B)(6) 2017. On (B)(6) 2017, an MRI without contrast was performed. The pre-op scan revealed evidence of a persistent subcutaneous csf hygroma left of midline at l2, l3, and l4. The event was not related to the device or therapy, but was related to the implant procedure. The event was ongoing. Additional information received from the clinical site indicated the old catheter was removed and a new one was implanted on (B)(6) 2017. The surgical observation on (B)(6) 2017 noted a moderate pseudomingocele and csf leak around the spinal section of catheter. On (B)(6) 2017, the patient was reviewed on the ward and the wounds appeared to be fine. There was no sign of csf leakage. The patient was to be reviewed on (B)(6) 2017 in the clinic. No further complications were reported/anticipated. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was unknown if the catheter would be returned. The status of the pump was indicated to be implanted - remained in service. There were no known environmental/external/patient factors that may have led or contributed to the issue, although it was previously reported via the study that the event was not related to the device/therapy, but was related to the implant procedure. It was unknown if the issue was considered resolved. The patient medical history indicated neuropathic injury to tissue of nervous system. The primary diagnosis was back and leg pain (2008). The patient was taking non-intrathecal movement disorder and/or pain prescription medications (gabapentin and paracetamol).

Manufacturer narrative:
Other relevant components include: product ID neu_unknown_cath, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (5.0 mg/ml at 0.4497 mg/day, as of (B)(6) 2016) via an implantable pump for an unknown indication for use. It was reported the patient was reviewed in clinic on (B)(6) 2017. A pump refill was performed. Clear fluid leakage was noted in the pump pocket, so arrangements were made for a pump myelogram to assess for leakage of cerebrospinal fluid (csf). The diagnosis was csf hygroma. A CT scan without contrast was performed on (B)(6) 2017 or (B)(6) 2017, revealing a tiny collection of spinal fluid, but no evidence of disconnection of the catheter. A device interrogation was performed on (B)(6) 2017; no abnormalities were detected. Surgical observation was performed on (B)(6) 2017. The csf collection was opened under local anesthetic, revealing the csf collection as well as pump catheter disconnection from the nozzle. Replacement of the catheter was performed on (B)(6) 2017. A myelogram was performed, which revealed no leaks. The event resulted in in-patient hospitalization. The event was related to the device/therapy and implant procedure. The event was possibly a consequence of the removal of the old catheter where a dural hole had been established over the years. The event was ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event resolved without sequelae on 2(B)(6)017.